Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of solent proxi thrombectomy system and no other devices. There were no signs of the catheter having any damage to it. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with the female luer. Fluid leaking from the connector was an indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent proxi catheter was selected for a thrombectomy procedure in the arm arteriovenous (av) fistula. The device was inserted into the console and primed per the instructions with no issue. The console displayed the catheter was ready for use. Then, the catheter was advanced over the guidewire into the target area of the av fistula. The catheter was activated by pressing on the foot pedal to start treatment. After approximately 2-3 seconds of treatment in thrombectomy mode, a message to check the saline supply displayed. The device stopped and no aspiration was noted. The staff checked the saline supply, checked for kinks, and checked that the saline bag was fully spiked, and tried again. Several attempts were made with no success. A second solent proxi catheter was opened, primed, and used successfully with no issue. The procedure was completed and there were no patient complications. The patient status was noted as stable.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent proxi catheter was selected for a thrombectomy procedure in the arm arteriovenous (av) fistula. The device was inserted into the console and primed per the instructions with no issue. The console displayed the catheter was ready for use. Then, the catheter was advanced over the guidewire into the target area of the av fistula. The catheter was activated by pressing on the foot pedal to start treatment. After approximately 2-3 seconds of treatment in thrombectomy mode, a message to check the saline supply displayed. The device stopped and no aspiration was noted. The staff checked the saline supply, checked for kinks, and checked that the saline bag was fully spiked, and tried again. Several attempts were made with no success. A second solent proxi catheter was opened, primed, and used successfully with no issue. The procedure was completed and there were no patient complications. The patient status was noted as stable.